Event description:
The facility scrub technician reported the fragmatome handpiece would not tune. The scrub technician attempted to prime the fragmatome handpiece during surgery. The surgeon used the vitrectomy probe to complete the lensectomy. No pt injury was reported.

Manufacturer narrative:
The facility scrub technician stated the fragmatome handpiece problem was a training issue and requested an inservice from the company sales representative. The company sales representative completed the inservice with the staff. The customer did not request service of the system. No samples were sent for eval. A review of complaints for the system for the last 24 months did not reveal any add'l complaints that were related to the reported issue. A review of service requests for system last 24 months did not reveal any add'l, unplanned reports that were related to the reported issue. (B) (4). (B) (4). (B) (4).